Event description:
It was reported that the 2800 system would not display image on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The right monitor was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.